Event description:
The physician was attempting to treat patient using a nitrex guidewire in the left av fistula which had little tortuosity and moderate calcification. IFU was followed. The account reported that the tip detached in the vessel during the procedure. The tip/broken wire was removed using a snare. A new nitrex wire was used to complete procedure. No further patient complications or other clinical sequelae were reported for his event..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.